Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The identified "downstream occlusion" alarm was confirmed and reproduced during evaluation. The false downstream occlusions were caused by high downstream sensor current readings. Evaluation also found the downstream pressure plate gap to be out of specification. The device was reworked and recalibrated to correct this condition.

Event description:
During baxter's functionality testing it was found that a spectrum pump had a constant false downstream occlusion alarm. There was no patient involvement.